Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they attempted to use this device on a patient and the device would not power on. The customer switched to a back up device after a 2 minute delay. There were no reports of any adverse effects to the patient as a result of the reported issue.